Event description:
Bimaxillary sagittal split operation (bsso). The osteotomies were performed and the patient was placed in "mmf". Three 2.8 x 18mm screws were placed each side. Two weeks post-op, the patient returned for follow-up. X-rays were taken and it was clear that the bone had shifted. Re-operation was done and all six screws were found broken and were replaced with titanium ones.